Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # r57v4h. F10; h6: component code: mechanical(g04). Investigation summary: upon visual inspection of one photo and three videos, the following was observed: the photo shows tissue with some staples not properly formed. The first video shows a device with tissue between the jaws. At the 00:15 mark the device is fired. At the 00:19 mark the device is removed of tissue and a staple not properly formed can be seen on the end of staple line. Also, an apart of staple line appears to be not properly stapler. The second video shows a staple line with bleeding and some malformed staples. The third video shows a device with tissue between the jaws. At the 00:08 mark the device is removed and the tissue can be seen no cut. Also, some protruding staples can be seen on the white reload loaded on the device. Based on the photo and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The long60a device was received for analysis with no apparent damaged and with a ecr60d reload no loaded on the device. The reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Upon visual inspection of one photo and three videos, the following was observed: the photo shows tissue with some staples not properly formed. The first video shows a device with tissue between the jaws. At the 00:15 mark the device is fired. At the 00:19 mark the device is removed of tissue and a staple not properly formed can be seen on the end of staple line. Also, an apart of staple line appears to be not properly stapler. The second video shows a staple line with bleeding and some malformed staples. The third video shows a device with tissue between the jaws. At the 00:08 mark the device is removed and the tissue can be seen no cut. Also, some protruding staples can be seen on the white reload loaded on the device. Based on the photo and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the firing, stapler sealed the organ without cut. The doctor had to use another device to complete the surgery correctly. No patient consequence reported.